Manufacturer narrative:
(B)(4). The devices were not sequestered by the customer. Because the customer did not record the device serial numbers and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's report was not identified.

Event description:
Customer reported a communication error; an micu patient was in interventional radiology for an unspecified procedure, reportedly the device "did not have a "low battery" alarm go off, but pump shut down". The patient was on dopamine for their heart rate and levophed for their blood pressure. One of these parameters (not specified by clinician but presumed to be hr based on clinician response to event) "dropped to 40 temporarily until the nurse was able to use a second pump to restart the dopamine". Although requested, no additional patient or event details were provided by the customer.